Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated that he experienced tight chest and headaches while on machine chest feels funny; had to use asthma pump to relieve issue about 2 months of that. Patient alleges some joint pain, had assumed that these were from other factors but have gotten worse in the last couple months. Patient stated that he had to remove mask a couple times each night to alleviate the pain. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.